Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer's blood glucose was 358 mg/dl, which was treated with a manual injection. The customer stated that she changed the battery and set, the insulin pump would for about 15 minutes, but the device would alarm motor error again thereafter. The customer did not observe any significant events leading to the alarm. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted; the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery test and occlusion tests. The insulin pump has cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners and cracked display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.